Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked reservoir tube lip and missing the end cap sticker noted.

Event description:
Customer reported the insulin pump was alarming motor error. Customer's blood glucose was 234 mg/dl. She was changing the battery when the alarm occurred. Customer does not recall any significant events which may have led to the alarm. The device was not exposed to an MRI. Customer was advised to disconnect from the device. She doesn't use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.